Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved in the complaint and complaint the failure analysis investigations. The instrument was analyzed and found to have a frayed grip cable at the distal pulley, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection did find abnormally sharp or damaged components that could have contributed to the cable breaking. In addition, the instrument was found to have multiple indentations/burrs on the edge of the distal idler pulleys. Grip cables adjacent to this indented pulley show fray damage which may indicate potential damage during use.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.